Event description:
It as reported there was communication problem. The patient was having issues related to charging. The patient was getting 6 bars the day of report consistently and then out of the blue it would go to zero bars. Another recharger was used but it did not fix the issue. The patient was going to have an x-ray to see if the device had flipped. It was reported they attempted an antenna locate test and it moved from 22-30 but it still only had 0-2 bars coupling. It was reported the stimulator flip was confirmed with x-ray. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).